Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle had detached from the "first". The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The needle was observed to be detached from the suture. The retainer was inspected with no abnormalities. As the sealed products were expired, functional testing was precluded. Unfortunately, because no sealed products were returned, pmv couldn¿t verify that the needle was detached from the suture out of packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle had detached from the suture. It was stated that the needle came out in the state of being detached when unsealed. The procedure was completed with another device. There was no patient injury.